Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt's system controller had burned. There was a strong smell of smoked electronics coming from the system controller. The pt switched to the back up system controller.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The reported event of the system controller having a strong smell of burnt components was confirmed in the visual inspection. The system controller covers were opened and significant burn damage to the printed circuit board was revealed. Due to the extent of the burn damage, the printed circuit board could not be thoroughly tested to enable the MFR to determine the root cause for the damge. No further info is available. The MFR is closing its file on this event.